Event description:
It was reported that during an unknown procedure, the device would not staple but it did cut. There were no staples in the reload. The surgeon finished the procedure with manual sutures. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.